Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed software error detected, motor arm communication error, and unexpected hardware reset. The patient's blood glucose at the time of incident was 12.9 mmol/l. The customer confirmed that the alarms have been occurring for a week and a half. The customer was advised to use their medically prescribed back-up plan. The insulin pump will be returned and replaced.